Event description:
A sales rep reported on (B)(6) 2025 that when a surgeon was tightening the 2nd most radial 2.4 tpeg into the volar fixed angle plate the tip of the dvtx-8 np broke flush with the screw head. It was reported that the broken piece of the driver tip was unable to be removed from the screw. No current patient impact reported or time delay reported by the surgeon. Potential for patient impact if prosthesis removal is required in the future.